Manufacturer narrative:
Date sent to the FDA: 07/20/2007. Conclusion: no conclusion can be drawn at this time. Should add' info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an uncomplicated sling procedure on an unk date. At the two week visit, the surgeon noticed a slight separation of the top of the vaginal incision. There was no sling seen. The separation looked to remain approx five mm at the one month visit. The sling was not protruding although, the surgeon stated he may have seen a few strands of material. The pt is otherwise doing well. No further info was provided.